Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) the battery did not last 60 minutes, the fse replaced the batteries and then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), he found that the battery did not last for 60 minutes. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The occupation of the contact person at the event site previously reported is clinical engineer. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period. A cr/CAPA/scar/ncmr review was conducted for the two year period jun-2019 through may-2021. CAPA mah tw-209148 was identified for the reported failure mode ¿battery short run time¿ and product ¿cardiosave¿. The CAPA is currently in ¿closed - effective" state.

Event description:
N/a